Manufacturer narrative:
Initial reporter not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable was causing the issue. Once the umbilical cable was replaced, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) isn¿t charging sometimes. If the site touches the umbilical cable, they feel like the charging is intermittent. There was no patient present when this issue was identified.

Manufacturer narrative:
Date received by manufacturer: march 1, 2019, a discrepancy was noted on the previous correction submitted. The previous correction, follow up 2, had the initial aware date of september 14, 2018 and a blank 'date received by MFR' for non-critical information updated to the report. That date was incorrect as the non-critical information was discovered on february 27, 2019. This date will now also be considered the 'date received by manufacturer' date of the previous correction. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction for aware date of previous correction/follow up 2.

Manufacturer narrative:
Analysis on the returned mobile view station (mvs) interface cable resulted in an electrical failure being found through performance testing and visual, physical examination. Analysis states that the connection between lemo pin #6 and j8 connector #2 was open which cause the image acquisition system (ias) to not charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as there was no patient involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial reporter information added and pli coding updated.